Event description:
The hcp reported that the pump was explanted after an implant duration of 16 months. The reason for removal was reported as "no good pain relief." The patient was receiving morphine and bupivicane. The device was replaced with a similar device.